Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Conclusion: method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as insufficient medical records were provided. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the reported loosening could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient's left hip was revised due to mechanical failure. As per the surgeon, the cup loosened due to fibrous non union. A competitor ball was also removed. The revision of the primary was of competitor product.

Event description:
The patient's left hip was revised due to mechanical failure. As per the surgeon, the cup loosened due to fibrous non union. A competitor ball was also removed. The revision of the primary was of competitor product.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital policy.